Event description:
The manufacturer received information alleging the screen stays red and won't change on a trilogy evo device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the screen stays red and won't change on a trilogy evo device. There was no harm or injury reported. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices blower had locked up causing the red screen and ventilation inoperative condition for this device. In conclusion, the device's blower needs replaced to address the issue. The root cause is confirmed at this time. The device was scrapped. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the firmware needs updating and it was unrelated to the reportable issue.